Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following angioplasty with the subject balloon catheter, a vessel dissection occurred in the treated internal carotid artery. A stent was placed to treat the dissection followed by angioplasty using the same balloon catheter. The event was considered resolved with no residual effect to the patient.

Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that following angioplasty with the subject balloon catheter, a vessel dissection occurred in the treated internal carotid artery. A stent was placed to treat the dissection followed by angioplasty using the same balloon catheter. The event was considered resolved with no residual effect to the patient.